Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use the cardiosave intra-aortic balloon pump (iabp) displayed a ¿maintenance consideration¿ message .the patient was replaced on another occasion and the treatment was continued. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had maintenance required - unknown code. There was patient involvement but no harm reported. Getinge field service engineer (fse), performed operation check. He could not reproduce the issue. Adjustment was made because the negative pressure value of the drive regulator was lower than the standard value. After work, run for 1 hour and confirm that there is no change in the adjusted values. Operation confirmed good. After each work, we checked the operation based on the inspection record sheet and confirmed that it is working well at the moment.